Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had screen a little hard to read, had problems with the batteries not lasting and he did replaced battery cap sometimes he had to reset clock. No harm requiring medical intervention was reported. The device will not be returned for analysis.